Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The hospital uses monotube sets for a research/study on pts with knee arthrosis. She explained that to place the apex pins they use a drill guide handle and drill guide block together with a predrilling assembly short or long. She added that during a procedure the surgeon placed an apex pin and could not remove the assembly from the apex pin anymore. She explained that they had to remove the apex pin from the bone again and place another apex pin free hand without the assembly. This hospital has 3 sets with the same configuration, so a total of 12 predrilling assemblies. An operating room nurse said it looked like the end of the outer shells of the predrilling assemblies are damaged preventing the removal...